Event description:
It was reported that the customer experienced a blood glucose (bg) level of 415 mg/dl resulting in dizziness. The cause of elevated bg was unknown. Customer delivered a bolus via the pump and a bolus with basal insulin to initially address bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of saline and insulin. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.